Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer required maintenance. The field service engineer (fse) noted that half-height drawer 4.1, pocket d3, had previously failed. Upon arrival, the customer had already resolved the issue. The fse inspected the machine and tested the drawer in diagnostics with no issues found. The customer tested the station and found it satisfactory. A visual inspection of the machine was also performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4.1 pocket d3 was failed to stay closed and required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.